Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Plaintiff alleges the right rejuvenate monolithic hip implanted on or about (B)(6) 2011 failed causing pain and elevated metal ion levels, which required a revision surgery on or about (B)(6) 2014. Suit filed in (B)(6).